Manufacturer narrative:
A ge service rep performed an on site investigation. The quad power supply was replaced and voltages checked. The system then found to be operating as intended.

Event description:
The customer reported the system failed to boot up. No report of pt injury.